Event description:
Rec'd user facility report which reported a pt connector disconnect with an fmc arterial line from a medcomp ash catheter. About 10 mins into treatment the machine alarm sounded and blood was noticed on the chair. Pt's vital signs were fine and remained stable. 2 days post treatment pt was admitted to the hosp with chest pain and low hemoglobin and rec'd three units of packed cells. No sample or lot number are available. No product number is available.